Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes leaked. The home patient (hp) stated that when they connected to the patient line, it had a perforation in the line at the connection site that resulted in a leak; this was further described as ¿the patient line of the cassette was faulty¿. This was identified during patient use for automated peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, 10 companion samples were received for evaluation. Visual and functional testing, including leak testing were performed. A leak at the heat seal bead on the patient line to patient connector was identified on five (5) companion samples. The reported condition was verified for the 5 samples. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. No abnormalities were identified from the other 5 companion samples; therefore, the reported condition was not verified for the 5 other samples. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.